Event description:
It was reported via repair work order that the fowler was elevated and would not lower electronically/manually due to the fowler being bent where the ball screw goes thru it and the pin which holds it in place is missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was elevated and would not lower electronically/manually due to the fowler being bent where the ball screw goes thru it and the pin which holds it in place is missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion- ordered parts awaiting parts delivery.